Manufacturer narrative:
Concomitant medical products: product ID 4351m, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that during an implant procedure on (B)(6) 2013 the needle scratched the surface of the patient's liver. It was stated that this happened during suturing the fixation disc of the lead. It was noted that there was a 1 cm scratch with a small amount of bleeding that was stopped with cauterization. Additional information received reported that the patient did not spend any additional time in the hospital or delay in recovery. The patient was discharged the same day as the procedure. It was stated that the patient was doing "very well".

Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report # 3007566237-2013-03085. Information was previously reported under the stimulator. After further review it was noted information should have been submitted under the lead.